Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. The pump was unable to perform occlusion, the excessive no delivery test due to prime/fill anomaly. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.